Manufacturer narrative:
(B)(4). This event is still under investigation at this time.

Event description:
The user was attempting to remove the flexor introducer sheath in order to flush out any clots that were in the catheter. However, during removal, the device broke at the hub; outside of the patient's body. A new replacement device was opened and used to complete the procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate unknown or unavailable information. Investigation - evaluation a review of the complaint history, drawings, manufacturing instructions, trends, quality control and visual inspection of the returned device was conducted during the investigation. The lot number of the complaint device was not provided, so the device history record could not be reviewed. One used/damaged kcfw-8.0-38-30-rb was returned with the check-flo separated from the sheath. The flare did not appear to be distorted. The flare dimension was tested using a go no go flare gage and passed; thus confirming the flare was manufactured to specification. The dimension of the connector cap was measured using a pin gauge, and was found to be out of specification. Therefore, it is feasible to suggest that the check-flo had separated from the sheath due to the device being manufactured with an inappropriate sized connector cap. Appropriate personnel were notified in order to address this isolated nonconformance. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
The user was attempting to remove the flexor introducer sheath in order to flush out any clots that were in the catheter. However, during removal, the device broke at the hub; outside of the patient's body. A new replacement device was opened and used to complete the procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.